Manufacturer narrative:
H.6 investigation summary: a device history review was conducted for lot number 9023847. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately, a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see h.10

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced catheter damaged/defective. The product defect was noted prior to use. The following information was provided by the initial reporter: due to the patient's condition, the patient needed enhanced magnetic resonance, and was given closed vein indwelling needle puncture in accordance with the doctor's advice, which was used to push the injection to check the drug solution. After opening a closed indwelling needle, the nursing staff timely found that there was damage at the catheter, and timely replaced it, so as to avoid the pain caused by repeated puncturing and protect the patient's blood vessels.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced catheter damaged/defective. The product defect was noted prior to use. The following information was provided by the initial reporter: due to the patient's condition, the patient needed enhanced magnetic resonance, and was given closed vein indwelling needle puncture in accordance with the doctor's advice, which was used to push the injection to check the drug solution. After opening a closed indwelling needle, the nursing staff timely found that there was damage at the catheter, and timely replaced it, so as to avoid the pain caused by repeated puncturing and protect the patient's blood vessels.